Manufacturer narrative:
(B)(4). Batch #: n9134k. Investigation summary : the device was returned with the jaw stuck closed. The device was connected to the generator and it was recognized. Due to the condition of the device not all functional testing could be performed with the generator. During the analysis, it was noted that the I blade did not move once the device was fired, and it was found that the I blade was damage at the articulation area. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the jaws became not to open after the tissue was coagulated. The handle was opened manually. The device was used on the fallopian tube. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.